Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Customer reported via sales rep that the thread of trident cup impactor which is used to fix the cup is too long and extends beyond the cup after full engagement. As per the customer the first observation was made during the use of window trial - impactor thread was oversized by approximately 3mm. As per the customer this observation has an impact on having the cup precisely and fully fixed and also may cause a damage of the bottom of the cup, which may further result in breakage of the cup.

Manufacturer narrative:
Correction: the device was not available for evaluation. An event regarding excessive thread length involving a universal acetabular shell impactor was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as device was not returned for evaluation. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review: -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar event has been reported for the subject manufacturing lot. Conclusions: although the device was not returned the investigation determined that the reported failure has been previously investigated in an action to further investigate the observed non-conformance.

Event description:
Customer reported via sales rep that the thread of trident cup impactor which is used to fix the cup is too long and extends beyond the cup after full engagement. As per the customer the first observation was made during the use of window trial - impactor thread was oversized by approximately 3mm. As per the customer this observation has an impact on having the cup precisely and fully fixed and also may cause a damage of the bottom of the cup, which may further result in breakage of the cup.

Event description:
Customer reported via sales rep that the thread of trident cup impactor which is used to fix the cup is too long and extends beyond the cup after full engagement. As per the customer the first observation was made during the use of window trial - impactor thread was oversized by approximately 3mm. As per the customer this observation has an impact on having the cup precisely and fully fixed and also may cause a damage of the bottom of the cup, which may further result in breakage of the cup.